Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. Edwards received information that this bioprosthetic valve, implanted approximately eight (8) years. It was identified, through review of source documentation provided, that the device was explanted due to prosthetic tricuspid valve stenosis and insufficiency. Patient comorbidities include: congestive heart failure; moderate pulmonary hypertension. The explanted device was replaced with another edwards bioprosthetic valve. There were no adverse patient effects as a result of the replacement.

Manufacturer narrative:
Additional manufacturer narrative:there are several potential causes for prosthetic valve stenosis (e.g., calcification, pannus overgrowth) and insufficiency (e.g., leaflet tearing). Unfortunately, explanted device was not returned to edwards for analysis. There is insufficient information to conclusively determine the root cause of this event. There have not been any allegations of a malfunction or deficiency related to the explanted valve. No further actions are possible with the available information.